Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause is unable to be identified. The event can prevented by following the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. Updated fields: h6, h7, h9, h11. During the device inspection, it was found that the plastic distal end cover had burned/melted around the instrument channel outlet at the distal end. Based on the results of the investigation, it is likely this event occurred because high-energy hand instruments (laser/high-frequency/etc) were used without ensuring sufficient distance from the distal end. However, a definitive root cause cannot be identified. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in the instructions for use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing did not reproduce error message e315. In addition, the distal end was burned due to use of high-energy hand instruments without ensuring sufficient distance from the distal end, the insertion tube was scratched due to physical stress, and the insertion tube protector was damaged due to excessive handling stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, error message e315 (non-compatible endoscope) occurred with the subject device. There was no harm or user injury reported due to the event.